Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8711, serial#(B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable intrathecal drug infusion pump indicated for non-malignant pain and osteoporosis. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the patient had her previous pump replaced on an emergent basis. The patient stated the catheter broke off at the spine in 2011. No further patient complications were reported.